Manufacturer narrative:
Investigation: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. A sample was not returned so the complaint could not be confirmed and a root cause could not be determined.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced leakage. The customer stated, "I opened the package, and when I went to take syringe out. I felt movement and the plunger out and it fell on the floor. The thing that keep the plunger in there was not in there. A lot of the medication is pushed out and the medication got on the floor and on me".

Manufacturer narrative:
Per received email, the PMA/510(k)# has been updated. The following information has been corrected: PMA/510(k)#: k011369, k060743, k122558.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced leakage. The customer stated, "I opened the package, and when I went to take syringe out. I felt movement and the plunger out and it fell on the floor. The thing that keep the plunger in there was not in there. A lot of the medication is pushed out and the medication got on the floor and on me".

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced leakage. The customer stated, "I opened the package, and when I went to take syringe out. I felt movement and the plunger out and it fell on the floor. The thing that keep the plunger in there was not in there. A lot of the medication is pushed out and the medication got on the floor and on me".